Manufacturer narrative:
Evaluation confirmed that the aspiration barb was separated from the back cap of the vitrectomy probe. However, the cause of the broken barb cannot be determined by viewing the photo alone. There is already an nc/CAPA opened for this type of complaint.

Event description:
The user facility in china reported that during a procedure the aspiration pipe of a vitrectomy cutter broke, causing both the cutting function and the aspiration function to stop working. The disposable pack was replaced to complete the procedure. There were two additional packs with this issue observed during preparation for use of the same model and lot number. The issue resulted in a prolonged surgical procedure of about 15-20 minutes, requiring additional anesthesia.

Manufacturer narrative:
Although the product was not received for evaluation, a review of the photo attached to the complaint file was performed. The original pack label is not visible in the photo. The part number and lot number cannot be verified or determined. The photo does show a 23ga vitrectomy cutter in the opened pack tray. There are fluid droplets and what looks like blood visible in the aspiration tubing. This cutter looks used. It is clear by the photo that the aspiration barb on the cutter back cap is broken off. The broken piece of the barb remains in the aspiration tubing. The cutter cannot function properly in this condition. The cause of the broken barb cannot be determined by viewing the photo alone. The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.